Event description:
The wife of a male pt contacted lifecor customer support to report that they just returned home from the hosp after being fit. She stated that they plugged the battery charger in and put the battery pack that the pt was not using into the charger. She stated that the charging led lit up and then the "battery pack fault" led started flashing red. She removed the battery pack from the charger to give support the serial number. All the lights remained on the charger. Support sent the pt a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger has been completed. The reported problem was confirmed. The cause of the faults was corroded battery contact terminals in the battery connector of the charger. The corrosion prevented proper contact with the battery pack connector contacts. The root cause of the corroded terminals was probably liquid spillage into the battery well area of the charger. No adverse event resulted from the damaged charger. The pt received a replacement battery charger.